Event description:
It was reported that the system had a precharge voltage error. This error will likely prevent the system from booting, which would result in a loss of imaging functionality. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The charger board and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.